Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and loss of stimulation. It was also reported that the patient had difficulty charging the ipg and that it was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.